Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, cardiomyopathy, coronary artery disease, renal insufficiency/failure, diabetes, dyslipidemia, hyperlipidemia, myocardial infarction, peripheral arterial disease, anemia, stroke, transient ischemic attack, copd, pacemaker/ICD, previous percutaneous coronary intervention, CABG, gastrointestinal bleeding, home oxygen use, prior aortic valve surgery, prior tricuspid valve surgery, degenerative mitral regurgitation, mitral annular calcification. Complications reported included death, stroke, myocardial infarction, renal injury, severe bleeding, heart failure hospitalization, transient ischemic attack, transcatheter reintervention, recurrent mitral regurgitation, surgical intervention, difficulty grasping; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: sex-specific outcomes of transcatheter edge-to-edge repair for degenerative mitral regurgitation: results from the clasp iid trial.

Event description:
The article "sex-specific outcomes of transcatheter edge-to-edge repair for degenerative mitral regurgitation: results from the clasp iid trial" was reviewed. The article presented a prospective multi center study that was used to evaluate sex-specific differences in contemporary mitral transcatheter edge-to-edge repair (m-teer). Devices mentioned include mitraclip and pascal. The article concluded that both sexes experienced high survival and freedom from major adverse events and heart failure hospitalization at 1 year post¿m-teer, with comparable improvements in echocardiographic, functional, and quality-of-life measures, despite differences in clinical presentation and the procedure. [(B)(6).] The time frame of the study was 2018 to 2021. A total of 300 patients were included in this study, of which 94 received an abbott device. Comorbidities included atrial fibrillation, cardiomyopathy, coronary artery disease, renal insufficiency/failure, diabetes, dyslipidemia, hyperlipidemia, myocardial infarction, peripheral arterial disease, anemia, stroke, transient ischemic attack, copd, pacemaker/ICD, previous percutaneous coronary intervention, CABG, gastrointestinal bleeding, home oxygen use, prior aortic valve surgery, prior tricuspid valve surgery, degenerative mitral regurgitation, mitral annular calcification.